Manufacturer narrative:
Patient-specific information a5. Ethnicity is unknown. Additionally, the exact date of death is unknown but has been captured as the date of explant. Medical safety review. Medical safety review was completed and noted the following: upon prepping an impella cp device, there was noted to be a leak in the purge cassette with an air in line alarm. The cassette was replaced and set up and insertion continued without issue. Impella cp was placed after cardiopulmonary resuscitation was initialed and resuscitation continued throughout insertion. Post intervention, the patient went to the intensive care unit (ICU) where they expired 3 hours later. Due to the leak in the purge cassette, this is a device malfunction on the purge cassette. Because the impella cp was in place when the patient passed away, it is being conservatively reported however is very unlikely to have contributed to the patient outcome and the death is likely the result of the patient's clinical presentation. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support (mcs) and expired with three hours on admissions to the unit. The impella cp device was placed after cardiopulmonary resuscitation was initiated, which continued through implant of the impella and post percutaneous coronary intervention (pci) of the left main, left anterior descending arteries. The patient was transferred to the unit after pci and expired within three hours. Per the report, the death is unrelated to the impella device. The patient was in critical condition and impella was placed during resuscitation.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. H6 codes were updated. E4 corrected information as it was incorrect from the initial report that was submitted. G1 corrected manufacturer contact title as it was incorrect from the initial report that was submitted.